Event description:
The reporter stated that the surgeon attempted to implant a aa4204vl plate silicone lens. The lens haptic tore prior to insertion into the eye. No patient contact or injury. The cause of the lens haptic tearing was unknown.